Event description:
The user facility reported that blood was observed leaking from the tubing connection between the heat exchanger and the oxygenator during a bypass procedure. The unit was changed out and the case was completed with no patient complications. The blood loss due to changing out the oxygenator was estimited to be 200 to 300cc.